Event description:
A system alarm occurred during a routine hemodialysis treatment which could not be resolved. The operator was unable to rinseback all of the patient's blood resulting in an estimated blood loss of 40cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the patient's blood in the event of an unrecoverable alarm. Occasional alarms during hemodialysis treatments are expected and should not result in blood loss if device labeling instructions are followed. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff was aware of the event. Nxstage medical considers this report closed. No additional information will be provided.